Event description:
It was reported by a company representative, a 1.5 driver tip broke off in a 2.3 locking screw head. This occured during a primary surgery with no reported delay and the procedure was completed using another driver tip.

Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause has been established through acumed's health hazard evaluation process. Additional reporting on this event will be provided as a follow up report if alternative information becomes available.